Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the product was not returned to j&j medtech orthopaedics however photos were provided for review. The photo/ x-ray investigation revealed a pair of images demonstrates a well-placed implant, while another pair images indicates a clear migration of the blade, suggesting a complication. This may be due to mechanical factors such as insufficient locking or excessive stress on the implant, leading to blade migration. The blade has partially slipped from its original position and penetrated further into the pelvic region. With the available information, it is not possible to establish a root cause for the failure of the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - nail head elem: tfna helical blade would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was blocking of the nail at blade level and perforation of the blade into the small pelvis with partial slipping over the nail entry. The tfna was implanted on (B)(6) 2024. This report is for one (1) unk - nail head elem: tfna helical blade. This is report 1 of 1 for complaint (B)(4).

Event description:
Additional event information states that: 1. Was there any allegation against the blade? - the blade could not be completely removed from the expl. The blade could not be completely removed and was blocked in the middle of the nail. 2. Was the surgery completed successfully? (Yes or no): -the expl. Was complete, but with a complication. 3. Please provide patient status/ outcome: -stationary, stable. 4. Please specify if there were other clinical findings: (e.g. Non-union, infection, allergic reaction, broken devices, etc.) -delayed bone healing, pain, pelvic perforation. 5. Were laboratory tests taken due to the clinical findings? If yes, please provide. - mibi inconspicuous. 6. Please clarify the allegation against unk - nails: tfna? - blade to nail blocked, despite application according to manufacturer's instructions, perforation into the small pelvis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.